Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
A lawsuit alleged that the patient 'suffered physical and other injury as a result of the recalled lead and defendant's conduct'. It further alleged that due to mdt, the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has further suffered physical injuries and various physical manifestations of emotional distress'. Device 'failure' and 'defective' lead also noted. It was also reported the lead was returned from a funeral home with no information. The patient died approximately four years from system implant. The cause of death has been requested and not received.